Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify button error alarm or unexpected restart alarm due to blank display anomaly. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.